Manufacturer narrative:
A breath delivery (bd) power distribution printed circuit board (pcb) and a bd controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator experienced a background malfunction and the ventilator experienced the back-up ventilation condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the power control and power distribution board. The se performed calibrations and extended self-testing on the device and all tests passed.